Event description:
It was reported that customer experienced cgm error and could not continue sensor use as expected. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance, did not see cgm error again, and successfully started new sensor session, with no additional follow-up information provided.